Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was inserting cup into the acetabulum and impacting the handle with the mallet to seat the implant. It was also reported that when he tried to disengage the handle was from the cup by turning it counter clockwise, the threaded tip from the insertion handle disengaged from the handle and remaining attached to the cup. Surgeon attempted to reattach the tip to the handle to remove the tip and/or cup but was unable to do so. Cup was then removed with vice grips, replaced and reinserted with an alternative insertion handle.